Event description:
On (B)(6) 2012, it was reported that the patient noticed the self-adhesive portion of the infusion set was wet. The patient did not notice any loss of insulin, but noticed the self-adhesive becoming wet after requesting a bolus delivery of over 4 units of insulin. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.